Event description:
Event description this device was electively explanted and returned to boston scientific. There were no allegations or complaints against the device. Subsequently, the device was retrieved from archive for further analysis testing.